Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a representative regarding a patient receiving intrathecal prialt at about 3 mcg/day (concentration unknown) via an implanted pump system. The patient reported numbness around their trunk near the pump. The patient's hcp was requesting information on assessing for an inflammatory mass (im) because they wanted to check for a granuloma. The patient was also itchy and agitated, but the representative was unfamiliar with the patient and was not sure if this was normal behavior for the patient. The patient reported they wanted the pump removed because "the angel told them to". According to the hcp, the "angels" were a new thing. The patient lost about forty pounds recently, but their hcp reported a history of "emotional things" that have caused similar weight loss in the past. The patient's dose was decreased by (B)(6) on (B)(6) 2015, and the representative believed this may have been the second reduction of the dose. An inflammatory mass was not confirmed as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.